Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It reported that the customer experienced low blood glucose. The customer¿s blood glucose level was 3 mmol/l at the time of incident. The customer¿s current blood glucose value was 7 mmol/l. It was unknown if the customer was using auto mode or not at the time of incident. It was unknown whether the customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the insulin pump had multiple pump errors. Customer stated that they were able to clear alarm and rewind the insulin pump. Customer stated that the insulin pump passed both displacement and self tests. The insulin pump will not be returned for analysis.